Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient was hospitalized on (B)(6) 2025 due to hypoglycemia. The patient was experiencing low blood pressure and dehydration. No further information was available.

Manufacturer narrative:
The initial MDR with manufacturing report number (8021545-2025-02655), was submitted on 08-oct-2025. Upon completion of the investigation, the manufacturing date was updated as 15-apr-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012599 in question was manufactured at the osted site. A query was run on 20-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6012599". The count of complaint is 1 which is below 3 so no further statistical trending analysis is required. Device history record (DHR) review: the lot 6012599 was manufactured according to appendix 1 batchcard for production of packaging room on 15-apr-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no sample was provided. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.